Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30009409m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: baylis transseptal needle (model# unknown, lot# unknown) , st. Jude medical agilis nxt 8.5fr sheath (model#408309, lot# 6554368). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure for atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 300ml of fluid from the pericardium. Remainder of the procedure was aborted. Flutter was not cured. Patient was cardioverted, but likely went into flutter afterwards as no ablation was done. Extended hospitalization was required as a result of the adverse event. Physician¿s causality opinion was not provided. The physician did not look for perforation before case to gain frame of reference. Patient¿s anatomy was cited as a factor that might have contributed to the cause of the adverse event. It was noticed that the patient¿s heart was slightly rotated. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle and a st. Jude medical agilis nxt 8.5fr sheath (408309, lot6554368). The generator was in power control mode, but no ablation was done during the case. The catheter irrigation was set at 2ml/min. There¿s no information on if the patient received anticoagulant during the procedure.